Event description:
A drainage catheter was used to perform an alcohol ablation procedure. The alcohol was injected into the pt via the catheter. During removal the pigtail detached and remained in the pt's renal cyst. As the pt is experiencing other unrelated problems, a decision has been made not to retrieve the detached segment. No further attempts at retrieval will be made. The device is currently being evaluated by this MFR. Upon completion of the evaluation, a supplemental mw form will be forwarded under the above sequence number. This device is a drainage catheter and the directions for use outline appropriate usage of this device. Co non indicated use of this device contributed to this event and do not attribute it to the device. Co's directions for use state: "this catheter is designed for external or internal percutaneous drainage of the biliary system".

Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering eval indicated the pigtail of the device was not returned for eval and appeared to have been torn off right at the base of the pigtail approx. Six millimeters distal of the proximal suture hole. The extrusion at the point of separation was jagged but the edges were smooth. The extrusion itself was still pliable and no indications of material degradation was found. A longitidunal split was located at the distal end of the extrusion that extended proximally up the catheter through the proximal suture hole. The stopcock of the device was cut off approx. Two to three centimeters below the heat shrink. Co followup indicated this device was being used ofr a non-indicated procedure. The engineering eval found no material degradation rather a longitudinal split and smooth edges consistent with excessive force. Therefore co does not attribute this event to the device.